Event description:
The friend of a (B)(6) female patient called zoll customer support to report that the response button on the patient's monitor was broken. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button broken) was confirmed. Upon investigation, the front response button was intermittent. The cause for the intermittent response button could not be positively identified but was likely excessive force while pressing the response button. No adverse event resulted from the defective front response button. The patient received a replacement monitor.